Event description:
It was reported that the pt had a pump replacement in late 2008, due to the fitting at the pump/catheter connection. Studies performed included: x-ray, catheter dye study, and indium study (dates not specified); all studies were normal. The pump was used to deliver lioresal. Pt symptoms associated with the event included cardiovascular problems and "shaking episodes". The dosage was decreased to a minimum rate with improved symptoms. The pt outcome was recovered without sequelae.

Manufacturer narrative:
For cardiovascular problem.